Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose was 161 mg/dl, 62 mg/dl, 52 mg/dl, 148 mg/dl, 45 mg/dl, 156 mg/dl, 151 mg/dl. The customer treated with the food and juice. Troubleshooting was declined for low blood glucose. The insulin pump will not be and sensor will be returned for analysis.